Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product quality issue "faulty medical device". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adverse event ("undiagnosed problems") and emotional distress ("misery"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, adverse event and emotional distress outcome was unknown. The reporter considered adverse event, emotional distress and medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product quality issue "faulty medical device". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), adverse event ("undiagnosed problems") and emotional distress ("misery"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, adverse event and emotional distress outcome was unknown. The reporter considered adverse event, emotional distress and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: upon follow-up confirmation through email, this case has been identified as a duplicate of case (B)(4). Hence, this case should be deleted from the bayer database. All the information from this deletion case has been transferred to the case (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.